Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that immediately after a routine device replacement procedure, the device was measuring the right atrial and ventricular lead impedances as undefined and there was no capture. The physician removed the chronic leads from the device, cleaned the lead tips and reconnected the leads to the device. The device remains in use. No patient complications have been reported as a result of this event.